Event description:
Device report from depuy synthes reports an event in japan as follows: this is report 2 of 2 for (B)(4). It was reported by the sales rep in japan that on (B)(6) 2022, a patient underwent an unknown surgery with the plate in question. According to the report, the surgeon tried to apply a temporary fixation with a f 1.2 mm k wire to the distal ulnar side of the plate but felt that the k-wire interfered with the plate. It was reported that the surgeon checked the plate and found that there was a scratch on the distal side of the plate. It was reported that the scratch was seemed to be shaved by the k-wire. It was reported that the surgeon detached a guiding block and re-attached it, and the k wire could pass through the plate, and he continued the surgery. The surgery was completed successfully without delay. There were no adverse patient consequences reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the guidingblock f/2-column dist-rad-pl2.4 6. A dimensional inspection was performed for the guidingblock f/2-column dist-rad-pl2.4 6 and met specifications. A functional test was unable to be performed since the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the guidingblock f/2-column dist-rad-pl2.4 6 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: conforming. Device history: part: 03.111.600; lot: 170223-301; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 29 aug 2017; expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: initial reporter is j&j company representative